Manufacturer narrative:
The adverse event was probably related to the patient taking non-steroidal anti-inflammatory drugs (nsaids) as these drugs can increase the risk of stomach and intestinal adverse reactions such as bleeding or ulcers.

Event description:
Patient originally underwent cryoablation procedure with the c2 cryoballoon ablation system on (B)(6) 2017. Approximately 2 weeks after the procedure the patient reported experiencing syncope (fainting) while abroad in (B)(6) and was airlifted to (B)(6). The patient presented with melena (dark, sticky feces containing partially digested blood) but was not transfused. This event was not reported to c2 therapeutics. The patient reported that during this period he was on nonsteroidal anti-inflammatory drugs (nsaids) and was not compliant with his proton-pump inhibitor (ppi). The physician stated that it was unclear if the cryoablation site bled or of it was a peptic ulcer that bled and that no bleeding was seen when the patient was re-scoped in (B)(6). The physician stressed that the nsaids may have exacerbated the bleeding. The patient underwent a second cryoablation procedure using the c2 cryoballoon ablation system on (B)(6) 2017 for 3, 10-second ablations. The patient appeared to have some narrowing of the esophagus or possible stricture, but did not report any difficulty swallowing.